Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy, the stapler locked the load and the jaws of the device was locked on tissue. Another device was used to complete the procedure.